Manufacturer narrative:
This product is registered as a combination product. Failure event observed during analysis. Final analysis found full breached outer insulation degradation was found at 4.5 - 4.6 cm from the connector pin. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 12.0-12.1 cm from the connector pin consistent with lead friction to the ICD can. External insulation abrasion breaching the outer insulation and exposing the outer coil was found at 34.2 ¿ 34.8 cm from the distal tip consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.